Event description:
Medtronic received information that approximately five years and seven months following the implant of this transcatheter bioprosthetic valve in a patient with previous non-medtronic aortic valve replacement, aortic stenosis was identified. Subsequently, a new valve was implanted valve-in-valve. Following valve implant, a post-implant balloon aortic valvuloplasty was performed for valve expansion using a 20 mm non-medtronic balloon. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.